Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study it was reported that balloon ruptured occurred. In (B)(6) 2015, the patient's qualifying condition was unstable angina. The patient had not experienced a myocardial infarction in the 24-36-hour period prior to the index procedure. Subsequently, index procedure and coronary angiography were performed. The in-stent restenosis (isr) target lesion was a de novo lesion located in the mid left anterior descending artery (lad) with 85% stenosis. It was 26mm long, 2.5mm reference vessel diameter with thrombolysis in myocardial infarction (timi) 2 flow. Angioplasty was performed using a 2.5x15mm emerge balloon catheter. However, the balloon immediately ruptured. The device was removed and a 2.5x15mm nc quantum balloon was advanced to the lesion and inflated at a high-pressure angioplasty (20 atm) along the length of the mid-lad. The target lesion was then treated with insertion of a 2.50x28mm promus premier everolimus-eluting platinum chromium coronary stent. Post-dilatation was not performed. Post-procedural residual stenosis was 0%. The post-procedural thrombolysis in myocardial infarction (timi) flow was improved to 3. The patient tolerated the procedure well, and left the lab in stable hemodynamic condition. One day post procedure, the patient was discharged on aspirin and ticagrelor.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the first inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured.